Manufacturer narrative:
Submit date: 11/17/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with connecting tubing. The customer states 8 each tubes are collapsing suction. The customer states there is no further information on this complaint.